Manufacturer narrative:
The sample was collected in a 7ml bd purple top tube and sampled within 1 minute of collection. Qc was run before and after this event and results were within acceptable limits. The instrument is currently within qc specifications with respect to accuracy and precision. A field service engineer (fse) was dispatched: the fse replaced multiple parts and verified the instrument's operation. Hardware addressed by the fse may have contributed to this event. However, a clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter act 8/10 analyzer for one patient. The initial hgb result of 8.3g/dl was reported out of the lab. The physician sent the patient to the hospital to be re-drawn. The redrawn specimen recovered a normal hgb result. No death or serious injury, no change to patient treatment is associated with this event.